Manufacturer narrative:
(B)(4). The device was received in good condition with some tissue/debris in the jaws. Under magnification there were some minor scratches noticed on the electrode. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a total abdominal hysterectomy, the jaws on the enseal device would not open. A second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the sales rep. Patient information was requested but little was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Manufacturer narrative:
(B)(4). Additional information received: the device was on a vessel when it got stuck. The dr had to manually force the jaws open with his hands. There was no plan change or damage caused to the patient or vessel.